Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction to sections e4, g2, h10 and to attach the medwatch.

Event description:
The user facility reported that when the angio-seal device was deployed the suture string broke prior to being cut. The angio-seal seemed to be deployed properly in the common femoral artery (cfa) and there was no issue with the patient or the access site. No blood loss was reported. The procedure prior to using the angio-seal was coronary intervention. There was no patient injury and/or require medical or surgical intervention. Additional information was received on 17jul2024: a 6.5 french sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. Hemostasis was achieved with the subject device. The patient was in stable condition. Additional information was received on 06aug2024: terumo medical received FDA medwatch report # (B)(4), additional information noted on medwatch. "Patient aged 69, gender male, procedure was- cto percutaneous transluminal coronary angioplasty. Elderly male with history of atherosclerotic heart disease. Procedure- cto (chronic total occlusion) percutaneous transluminal coronary angioplasty. During the procedure- the rope broke, fell apart when deploying. Appears to have deployed in the correct place. No known harm to patient, procedure unsuccessful and aborted due to st segment elevations. Patient treated medically and discharged."

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E2: health professional: unknown. E3: occupation: cath lab manager. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. This reported event has been reassessed and deemed not reportable based upon the investigation of the actual sample. One (1) 6 french angio-seal device was returned for product evaluation. The returned device included the locator, hemostasis sheath, carrier tube, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned separated with the carrier tube in the fully rear locked position. The suture was fully deployed and was found to have been cut at the distal end. The carrier tube was also found to have been torn as the suture had been pulled through the tubing creating a large slit. The anchor and collagen were not intact and were not returned with the device. No other damage or issues were identified. The complaint was unable to be confirmed for a suture breakage. The exact root cause cannot be determined. It is possible that the suture was broken near the implantable components, although this was unable to be confirmed since the implantable components were not available for analysis. However, the returned device was inspected, and no issue was identified with the suture component. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).